Manufacturer narrative:
Imdrf device code a180305 captures the reportable issue of device being stuck in scope, reprocessed, and used in another procedure.

Event description:
Note: this report pertains to one of two procedures involving one epic biliary stent. It was reported to boston scientific corporation on (B)(6) 2023 that an epic biliary stent was to be implanted in the common bile duct to treat a 6cm stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement procedure. During the procedure, when the stent was being deployed, the radiopaque markers were unable to be seen on fluoroscopy. The stent was also not found deployed inside the patient's stomach and surrounding ducts. The device was removed and the procedure was completed with a wallflex biliary stent. On an unknown date, the same non-boston scientific scope was reprocessed and was used in a different procedure. During the procedure, a plastic stent was advanced through the scope but became stuck. When the scope was removed and checked, the epic biliary stent from the previous procedure was found deployed and was pulled out of the scope. There were no patient complications reported as a result of this event.